Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image loss was the scope connector, may have been corroded/malfunctioned or charge-coupled device cable may have been pressed and broken. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. There was no image when angulated in the upward position due to a damaged charge-coupled device (ccd). The evaluation determined there was leak at the bending section cover (a-rubber), due to third party non-olympus bending section cover (a-rubber). The evaluation revealed the following findings: the insertion tube had deep dents and bending section cover (a-rubber) adhesive was peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus during preparation for use, the evis exera iii bronchovideoscope displayed a b30 (scope communication error) and a leak was observed at the bending section cover (a-rubber). The bronchoscopy with lavage procedure was not prolonged or delayed. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed; the procedure was completed with a similar device. No medical intervention was necessary. There were no other devices connected when this issue occurred. There were no reports of patient harm or impact associated with this event.